Event description:
O2 concentrator caught on fire. They put the fire out and there were no injuries. Property management for the company stated unit caught fire in a resident's room in our skilled nursing care. The control area of the device is where the fire started.